Event description:
Dexcom 6 cgm(continuous glucose monitoring). The sensors for the dexcom g6 continuous glucose monitor system routinely fail at 7 or 8 days. Only about 50% of the sensors last the full 10 days as they are advertised to last.